Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and that the cannula was out of the skin. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated by patient with a bolus (exact amount was not provided).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined.